Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a therapy pca error message during opcheck. No pt involvement.